Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not replicated. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the site did one spin and it looked ok overall but had some small rings. They took a postop spin and there were about 15-20 small rings on the 3d spin that extended out to the perimeter. The 2d images were very light as well. Issue occurred intra/peri-operatively with no delay to surgical time. There was no reported impact to patient outcome.

Manufacturer narrative:
Patient information received. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the site did one spin and it looked ok overall but had some small rings. They took a postop spin and there were about 15-20 small rings on the 3d spin that extended out to the perimeter. The 2d images were very light as well. Issue occurred intra/peri-operatively with no delay to surgical time. There was no reported impact to patient outcome.